Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced itching and a burning sensation, leading her to remove the sensor prematurely. After the sensor was taken out, she observed redness, inflammation/swelling, a large lump (pimples/pustule), fluid discharge, and pus at the needle puncture site. That same day, she visited the urgent care clinic, where the area was assessed, and she was diagnosed with bacterial cellulitis, receiving a prescription for oral antibiotics (clindamycin 450 mg, three times daily for seven days). On (B)(6) 2025, the symptoms worsened, leading the patient to visit the emergency department (ed) for evaluation. In the ed, she underwent an incision and drainage along with wound cleaning at the location. The before and after incision and drainage site in the complaint record were examined. The specific numbing medication used before the skin was lanced and the method of closing the incision site afterward were not detailed. After treatment, the patient was instructed to use a hot compress and provided with a seven-day refill of the same oral antibiotic along with an over-the-counter nsaid (ibuprofen 800 mg, as needed for pain and swelling). At the time of the report, the incision site had not fully healed yet. It was reported that a skin reaction had occurred. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).